Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.

Event description:
Affiliate reported a leakage of an icp probe. As a result, the device was removed and replaced.